Event description:
It was reported that the patient had a pericardial effusion. The patient underwent an ablation procedure before a left atrial appendage (laa) closure procedure was to be performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa with no partial or full recaptures. All the devices were removed from the patient, and they were extubated. Prior to leaving the catheterization lab the patient became hypotensive and had a pericardial effusion. The physician performed a pericardiocentesis and drained 120cc of blood from the patient. An echocardiogram showed that there was no more blood in the pericardium. There were no other complications as a result of this event and the patient was discharged the following day. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.

Manufacturer narrative:
H6 patient codes: cardiac tamponade e0605 added.

Event description:
It was reported that the patient had a pericardial effusion. The patient underwent an ablation procedure before a left atrial appendage (laa) closure procedure was to be performed. A watchman trusteer access system (was) and a 20 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa with no partial or full recaptures. All the devices were removed from the patient, and they were extubated. Prior to leaving the catheterization lab the patient became hypotensive and had a pericardial effusion. The physician performed a pericardiocentesis and drained 120 cc of blood from the patient. An echocardiogram showed that there was no more blood in the pericardium. There were no other complications as a result of this event and the patient was discharged the following day.